Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the on/off charge-pak flex cable assembly had been wet, which caused the on/off contacts to corrode, and loose connection when pressed. The device could not be powered on. The device was opened, and then an internal physical inspection was performed. It was observed that the on/off button was corroded, and could no longer make contact when pressed, which caused the reported issue. The corrosion and water most likely caused current to flow, and depleted the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger.

Event description:
The customer contacted physio-control to report that their device had a charge-pak, attention, and service wrench icon in its readiness display. This was observed during a routine check. During device evaluation, physio observed that the device only had the charge-pak and attention icons showing, and that the on/off functioned intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a charge-pak, attention, and service wrench icon in its readiness display. This was observed during a routine check. During device evaluation, physio observed that the device only had the charge-pak and attention icons showing, and that the on/off functioned intermittently. There was no patient use associated with the reported event.